Event description:
Pt was implanted with dhhs construct consisting of a sideplate barrel, screw and helix blade broke postoperatively. Surgeon tested for infection and all cultures were negative. Construct was removed and pt was revised to a total hip arthroplasty. Pt will retain explanted hardware.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.